Manufacturer narrative:
Investigation is ongoing. Device was not returned.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 29 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the team experienced valve alignment issues in descending aorta due to tortuosity. During deployment, the balloon never inflated and a bleed back happened. Some difficulty when doing fine adjustments was experienced. The device was removed as a unit. Device was removed from patient by placing the valve proximal to the distal end of sheath. 20% of the valve was inside of sheath when removed. However, patient has an iliac dissection that needed to be fixed by vascular. The patient received an iliac patching by vascular team. Everything was replaced with new items (valve, delivery and sheath). Second device went in smooth with no issue.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 investigation conclusions and added new information to h.6 type of investigation and investigation findings. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: tortuosity and calcifications present within patient's iliac arteries and descending aorta. Tortuosity and calcifications present within patient's descending aorta. Calcification present in native annulus a device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for commander delivery system, device preparation manual, device procedural training manual and no IFU/training deficiencies were identified. The complaints were unable to be confirmed as neither device nor applicable procedural imagery was provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, "the team experienced valve alignment issues in descending aorta due to tortuosity" and "some difficulty when doing fine adjustments was experienced". Per 3mensio review, tortuosity was present within the patient's iliac arteries and descending aorta. It is possible that tension may have been introduced onto the system leading to the reported valve alignment difficulties. The exact cause of tension is unknown; however, possible sources are a tortuous anatomy or altered balloon profile affected by device preparation steps, such as inflating the balloon past the recommended 20-30 percent as instructed in IFU materials or leaving residual fluid in the balloon after de-airing. Attempts to align valve over inflation balloon in these conditions can lead to the valve catching onto balloon material and contributing to the valve alignment difficulties reported. If valve alignment was performed in a tortuous (non-straight section) vasculature, this can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and "dive" into the flex tip. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported valve alignment difficulties. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. The study revealed that performing valve alignment in a curvature appears to increase the possibility of "diving (thv become unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. However, without applicable procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient (tortuosity) and/or procedural factors (valve alignment in non-straight section) may have contributed to the complaint event. As reported, "during deployment, the balloon never inflated and a bleed back happened". As the delivery systems are 100 percent tested for leakage during manufacturing, and as this issue was undetected during preparation, it is likely that damage to the delivery system occurred after thv deployment. It is also possible that the damage occurred prior to deployment during thv navigation and positioning. The exact location and nature of the leak is unknown; however, possible sources of delivery system leaks could be a tear on the balloons or separation of the I/c (inflation to crimp) bond. The reported blood in the inflation device suggests damage in the distal end of the balloon shaft assembly. Per 3mensio review, calcification was present within the patient native annulus and arterial anatomy. Calcifications along the patient anatomy can create sharp nodules which can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While physician deployed the delivery system, it is possible the balloons negatively interacted with patient calcified vessels/leaflets and may have become punctured and resulted in the reported balloon leakage. It is also possible high forces on the system during valve alignment resulted in crimp balloon damage. Potential sources of high forces include valve alignment in a tortuous anatomy or with an altered balloon profile. Tortuosity in the access vessel can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and "dive" into the flex tip. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system. It is possible that excessive manipulation was used to overcome any tension may have resulted in damage to the balloon or delivery system that caused the reported leakage. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient (calcification, tortuosity) and/or procedural factors (excessive device manipulation leading to damage of the balloon assembly) may have contributed to the complaint event. As reported, "the device was removed as a unit. Device was removed from patient by placing the valve proximal to the distal end of sheath. 20% of the valve was inside of sheath when removed. However, patient has an iliac dissection that needed to be fixed by vascular. The patient received an iliac patching by vascular team". The presence of tortuosity can create challenging anatomy which can create non-coaxial withdrawing angles. It is possible that the distal end of the delivery system along with the crimped valve created a non-coaxial withdrawal configuration that could have caused the crimped valve to catch at the distal tip of the sheath and therefore contributing to the withdrawal difficulty reported. Additionally, it is possible balloon burst or tear occurred during the procedure. If a balloon burst or tear occurred, it may result in an altered balloon profile making it susceptible to catching on to the sheath tip. As such, it is possible that this may have contributed to reported difficulty withdrawing the valve through the sheath and subsequent patient harm. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient (tortuosity) and/or procedural factors (non-coaxial withdrawal (crimped valve), withdrawal of burst/torn balloon) may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.